Event description:
During a craniotomy at the user facility, it was reported that the core sumex drill overheated leading to a burn on the thumb of the surgeon. The burn was described as a minor burn that created a small reddish area with no blistering. It was reported that the surgeon stopped using the device as soon as he felt the heat through his gloves. After the burn was treated with medicated ointment and a band-aid, the surgeon went on to complete the procedure. No clinically significant delay was reported and a backup device was used to successfully complete the case. It was reported that there was no harm to the patient. This event was reported under medwatch uf/importer report #s: (B)(4).

Event description:
During a craniotomy at the user facility, it was reported that the core sumex drill overheated leading to a burn on the thumb of the surgeon. The burn was described as a minor burn that created a small reddish area with no blistering. It was reported that the surgeon stopped using the device as soon as he felt the heat through his gloves. After the burn was treated with medicated ointment and a band-aid, the surgeon went on to complete the procedure. No clinically significant delay was reported and a backup device was used to successfully complete the case. It was reported that there was harm to the patient. This event was reported under medwatch uf/importer report #s: 2200710000-2013-8011 and 2200710000-2013-8012.

Manufacturer narrative:
Serial number: unknown. The customer reported ¿(B)(4)¿ as a serial/lot number for this device. However, this is not a valid stryker serial number for a core sumex drill. The reported events could not be confirmed since the product was not returned for evaluation. Since a device evaluation could not be performed due to the product not being returned for evaluation, no root cause investigation was performed. Device not returned.

Event description:
During a craniotomy at the user facility, it was reported that the core sumex drill overheated leading to a burn on the thumb of the surgeon. The burn was described as a minor burn that created a small reddish area with no blistering. It was reported that the surgeon stopped using the device as soon as he felt the heat through his gloves. After the burn was treated with medicated ointment and a band-aid, the surgeon went on to complete the procedure. No clinically significant delay was reported and a backup device was used to successfully complete the case. It was reported that there was no harm to the patient. This event was reported under medwatch uf/importer report #s: (B)(4).

Manufacturer narrative:
Device return expected, but not yet received. A follow-up will be submitted once the device is received and the quality investigation is complete. Device return expected, but not yet received.

Manufacturer narrative:
Evnet or problem: corrected to read that there was no harm to the patient.